Event description:
Impedance and threshold rise, no capture at 4v, r-wave 4mv. Suspect lead insulation problem. No visible signs of damage, however on explant, fluid ingress noted on lead.

Event description:
Impedance and threshold rise, no capture at 4v, r-wave 4mv. Suspect lead insulation problem. No visible signs of damage; however on explant, fluid ingress noted on lead.